Event description:
This supplemental report is being filed because the conclusion code was updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker triggered an alert for high out of range pace impedances on the right ventricular (rv) lead. The impedance values were found to be greater than 2000 ohms. A review of the impedance trends showed that the high values were likely due to a connection issue in the header. Reprogramming was recommended and the system remains in service. The rv lead is another manufacturer's product. There were no adverse patient effects.